Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient received three shocks. Currently it is not possible to determine if the shocks were appropriate or inappropriate. It was further reported that follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received three shocks. Currently it is not possible to determine if the shocks were appropriate or inappropriate. Follow up is in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.